Event description:
It was reported that the patient experienced urinary incontinence after radiation. The cuff of his artificial urinary sphincter (aus) was replaced with a 4.0 cm cuff. No further complications were reported in relation to this event.